Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that a little bit of water got on insulin pump while kayaking. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.